Event description:
It was reported that a patient presented remotely with a diagnostics anomaly noted on the patient's implantable cardioverter defibrillator. No intervention was performed and the patient will be monitored. No adverse patient consequences were reported.